Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reiterated that when charging the device prior to implant a por error code appeared on the recharging system screen. It was stated that when the error code was found it was recommended the device not be implanted. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported a power on reset (por) error code which occurred on a pre-implant implantable neurostimulator (ins) on date notified. A corresponding error code (B)(4) clock too slow error code was also seen on the clinician programmer. The rep was able to bypass the message but the ins was not used for implant. There were no related patient symptoms. The patient's indication for use is unknown.

Manufacturer narrative:
Analysis of the ins (B)(4) found no anomalies. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable.